Event description:
Reporter alleged the test strip vial for the blood glucose monitoring device had the expiration date; however, all numbers below that were worn off. Reporter stated getting a strip error on the device before dosing the alleged strips and the strips were expired. A request was made for the return of the suspect device and replacement product was sent.